Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a off no power alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed off no power without the low battery alert warning. Customer also reported to have received a failed battery test alarm and the insulin pump had a blank display issue. And troubleshooting was performed and completed. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.